Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not enter correction boluses into the pump after eating which resulted in a blood glucose (bg) of 518 mg/dl. Bg was addressed with a manual injection. Recommendation was made to consult with healthcare provider regarding diabetes management.